Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump would not function after priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump would not function after priming. The pump was changed out and the case proceeded without issue. A sorin service representative could not reproduce the issue. All connections were checked on the cardioplegia and sensor modules, only finding a slight weak flicker on the display module. The cardioplegia pump head connections and speed potentiometer test showed no problems. It was recommended that the cardioplegia module be replaced due to the weak flicker. There were no further problems reported since these actions. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the s3 roller pump would not function after priming. There was no patient involvement.